Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple altitude alarms occurred using multiple cartridges under normal conditions. The alarm could not be cleared. Blood glucose (bg) was 520 mg/dl. Insulin injections were administered. Customer went to the emergency room (ER) and was treated with intravenous fluids and insulin. Medication was given for nausea. After 5 hours customer left the ER with a bg of 126 mg/dl and the customer was "ok". Customer reverted to using manual injections for insulin therapy.